Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The underlying cause documented is identified as thee plastic broke at the handle.

Event description:
Piece in handle snapped off right side.